Manufacturer narrative:
Evaluated three open and used reservoirs. Inspected reservoir¿s snap-cap, and septum for anomalies none were found. Ran occlusion test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic states that the insulin pump had insulin flow blocked alarm. The alarm was resolved by changing the reservoir. No harm requiring medical intervention was reported. The devise will be returned for analysis.